Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator system was explanted and replaced with a transvenous system as it delivered several inappropriate therapies to the point of therapy exhaustion, due to physiologic noise oversensing. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned severed into two segments. Setscrew marks were in the correct location on the terminal pin. X-rays showed no anomalies. Testing was completed to assess electrical performance; the results were within normal limits. Microscopic inspections of the terminal pin assembly, body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. No characteristics that would have caused or contributed to the reported clinical observations were identified.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator system was explanted and replaced with a transvenous system as it delivered several inappropriate therapies to the point of therapy exhaustion, due to physiologic noise oversensing. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.